Manufacturer narrative:
The reported event of unable to loosen the setscrew to disconnect the lead was confirmed. Epoxy was found in the connector block threads, which resulted in the reported event. The observed epoxy was caused by a manufacturing anomaly.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.

Event description:
It was reported that the patient presented in the operation room for a generator change. During the procedure, the set screw on the pacemaker's header could not be unscrewed to remove the lead. The pacemaker was explanted and replaced with an alternate pacemaker. The patient's condition was stable.